Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: pn: 960-152, UDI: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while setting up for a functional endoscopic sinus surgery (fess), the navigation system was running slower than anticipated. It was noted that the navigation system took 22 minutes to boot up and load exams. It was reported that there was no patient in the operating room (or) when the subsequent issue occurred and that the subsequent procedure was delayed by less than an hour due to the reported issue. Additionally, the site used a second medtronic navigation system to complete the subsequent procedure. There was no patient present when this issue was identified. The archive from the procedure was received for evaluation. The archive was found to replicate the reported issue in a previous edition of the application software as the system was unresponsive for over five minutes and then returned an unable to interpret the header message. When loaded on an up to date version, the reported issue could not be replicated.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.